Event description:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced discomfort, pain and magnet dislodgement following an MRI. The patient's head was wrapped as recommended by cochlear. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.